Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient rash that he developed skin irritation under the te pads at the back and breast. Patient reported that the area was red, itchy with little blisters. There was no alleged device malfunction. The patient was prescribed a wound and healing ointment by a physician. Outcome of the rash is unknown.